Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a no delivery alarm. It was also reported that the customer had low blood glucose levels of 54mg/dl. Customer's blood glucose level at the time 103mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.